Event description:
The customer reported that the system intermittently would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The tube and the camera were checked. The image processing computer was replaced and the software was upgraded. The system was tested and found to be working as intended and put back into service.